Manufacturer narrative:
D4 UDI:(B)(4). The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self test for two tests performed on 19dec2023 on a nasal sample. This MFR. Report addresses test one (1) of two (2). Additional testing was performed at a healthcare facility on 19dec2023 with a non-abbott antigen test (platform unknown) which generated a positive result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4 UDI: (B)(4) testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 222061 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 222061, test base part number 195-430h/ lot 217478. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 222061 showed that the complaint rate is(B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Single-use, device discarded.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self test for two tests performed on 19dec2023 on a nasal sample. This MFR. Report addresses test one (1) of two (2). Additional testing was performed at a healthcare facility on (B)(6)2023 with a non-abbott antigen test (platform unknown) which generated a positive result. Although requested, no additional patient information, including treatment and outcome, was provided.